Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: pts with less than 15 mm of aortic neck length. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak, neurologic damage, local or systemic (e.g., stroke).

Event description:
On (B)(6), 2010, the pt was implanted with gore excluder aaa endoprosthesis featuring c3, for treatment of an abdominal aortic aneurysm. Post implant, a proximal type I endoleak persisted. A palmaz stent was placed, which resolved the endoleak. The pt's aortic neck was somewhat angulated and measured 12-13mm's in length. The pt suffered a stroke while under general anesthesia, and remains in the intensive care unit. The physician does not believe the device caused or contributed to the stroke.